Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# unknown, implanted: (B)(6) 2022, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that impedance 0, 1, 2, and 3 were greater than 4000 ohms. All programs give sensory response with the exception of p3 (2- 0+) and pc (c+ 2-) p a (c+ 3- 1-) turned on at 0.8 ma. Additional information was received from the manufacturer representative (rep) on 2026-jan-29. The rep reported that the patient lost efficacy and a high impedance was encountered. The patient was in the operating room for a new lead, but was tested in theater and motor responses were normal. It was decided not to replace the lead. The patient felt stimulation, and then lost efficacy again. An impedance check was wrong again but the patient still felt the stimulation. The rep was advised it was possible that an intermittent open circuit was present in the system. From a troubleshooting perspective, it was reviewed with the rep that they could consider palpating the system and connection sites and perform another x-ray to check for loose connections, broken leads/extensions or lead migration. However, if reprogramming did not help to provide an effective therapy for the patient, a component revision might be needed. Additional information w as received from the rep on 2026-feb-03. The rep reported that it was unknown if the cause of the high impedances was determined, and the most likely cause was unknown. When asked what steps had been taken to resolve the issue, the rep stated they would be discussed with the hcp.